Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the user couldn't log in to the station and was unable to authenticate. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist confirmed that the active directory account unlocking had been handled by hospital information technology. The unlocking had occurred automatically if there were no subsequent attempts within the following 30 minutes. The system functioned as intended after the customer resolved the issue.